Event description:
A female patient with previous history of severe liver dysfunction and esophageal verices, as well as recurrent nerve paralysis and known severe bleeding disorders prior to procedure, underwent aaa repair in 2007. Blood leaked from the hemostatic valve of the ipsilateral iliac leg delivery system. The patient's blood pressure dropped from ap100 prior to leakage to ap80 posterior to leakage. Four units of ffp were transferred into the patient, who recovered in the end.

Manufacturer narrative:
Evaluation: customer returned one iliac leg graft delivery system in an opened and used condition. The returned product was examined and the complete valve inspected initially in which no anomalies were found. The valve was then taken apart, in which the three silicone discs were closely examined. The examination found that there was material separation in each disc, which is expected upon use of the device. The valve displayed the typical, and expected, characteristics of a used device and found nothing in the design or manufacturing of the valve that would alter the expected performance.